Event description:
A patient reported that their top and bottom fronts hit so that their back teeth won't come together to chew. The patient stated their biggest concern now is alignment of their bottom front teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.